Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarm, damaged case) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board.  High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, the monitor failed a therapy electrode falloff test and the cause for the gong alarms was due to the monitor's electrode belt connector broken free from the monitor enclosure, damaging wires within the connector. Contamination was also discovered on the pcbs. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the damaged connector was excessive force. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving gong alarms and had a damaged monitor case.